Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: the patient, (B)(4), had original hip surgery on (B)(6) 2007 and booked for revision on (B)(6) 2011. Update from rep: (B)(6) 2011: asr recall patient. Blood level 16.12.10, chromium 214, cobalt 491. Osteolysis in pubis evident at time of revision. "Dead space" in head full of matter. Claimsuite reference: (B)(4). Update: 22 june 2015: updated hip side as left hip, updated original implant date as (B)(6) 2007. Updated file handler details, added manufacture and expiry dates for all products. Taken from claimsuite update 22 june 2015. ((B)(4)).

Event description:
The patient was revised to address elevated cobalt chromium levels, osteolysis, and debris in the femoral head.